Event description:
During surgery, while implanting a 14mm cervical plate, the locking cap broke off during rotation. It was reported that the screws appeared to be fully seated in the plate when the locking cap was rotated. After the incident occurred the surgeon applied add'l rotational force to the screws. The other locking cap was successfully rotated. The 14mm cervical plate was not removed and remains in the pt. Surgery was successfully completed without injury to the pt.